Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that during vitrectomy surgery ophthalmic diathermy probe was unable to perform electrocoagulation normally. The surgery was completed on same day by using another product and there was no patient health impact.